Event description:
A medtronic representative reported that while in a cranial procedure, in navigate,t he software became unresponsive. He powered off the system and was able to get back to navigate. The procedure was complete with the user of the stealthstation s7 system. There was no impact on the pt outcome.

Manufacturer narrative:
Software has not been evluated as of the date of this report.